Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 7, 2020 that a flexiva 200 tractip laser fiber was used in a ureteroscopy stone removal lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the laser fiber broke. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber break. Block h10: the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 308.4 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 2 mm and appeared fractured. Examination under magnification confirmed the tip showed signs of a fracture. The tractip was detached/separated from the fiber body and was not returned. Light from the sma connector was bright and round. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed the tractip was detached from the fiber body and was not returned. Examination under magnification confirmed the pattern on the exposed glass tip was consistent with a fracture. Light from the sma connector was bright and round, indicating no fractures to the fiber connector. Product analysis observed that the fiber tip was detached and separated from the fiber body and was not returned. It is likely the interaction with the scope as the device was handled in the procedure contributed to the event. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on september 7, 2020 that a flexiva 200 tractip laser fiber was used in a ureteroscopy stone removal lithotripsy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the laser fiber broke. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.